Event description:
Pressure control above peep potentiometer failed causing inability to set pressure control level above peep in pressure control ventilation mode. This report is the result of service report screening.